Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip becoming stuck in the chordae causing a chordal rupture. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted that imaging was difficult due to the patient¿s rotated heart. The clip delivery system (cds) was advanced to the mitral valve; however, it became stuck in chordae. Standard troubleshooting was performed to free the clip but there was a chordal rupture. The clip was removed from the patient and the procedure was aborted. The patient¿s mr remains unchanged. There was no clinically significant delay in the procedure and no adverse patient sequalae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, the reported clip becoming stuck in the chordae and poor image resolution appeared to be due to challenge patient anatomy. The tissue injury and mitral regurgitation (mr) appeared to be related to procedural condition of the clip becoming stuck in the chordae. Tissue injury and mr are listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.